Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings reported, the following non-reportable malfunctions were identified: the up direction, and up/down know is out of specification due to elongation of the angle wire; scratches on various parts of the device; adhesive rubber chipped, cracked, and has a white clouded area; adhesive around objective lens was peeled, with white clouded area. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during an unspecified procedure, the image was cloudy. There was no report of patient harm associated with this event. During testing and inspection of the returned device, it was found that the nozzle was clogged. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of entire endoscope]. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. Inspection of water supply. Cover the air/water button hole with your finger. Push the button while covering the hole. Ensure that water flows across the endoscopic image.". Olympus will continue to monitor field performance for this device.